Manufacturer narrative:
(B)(4). Final analysis found that external insulation abrasion breaching the outer insulation at 12.0 cm to 12.2 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. The abrasion found most likely contributed to the reported noise problem. (B)(4).

Event description:
It was reported that the right atrial lead exhibited intermittent noise. All other electrical measurements were stable. The lead was explanted and replaced. The patient's condition was stable post procedure, there were no post operation complications.